Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had been explanted due to (eri) battery depletion. Cpi's analysis found that the battery depletion was premature.